Event description:
It was reported by the patient's device was not mode switching out of its mvp mode appropriately and that the patient was having 2:1 block during exercise. The device is still in use. Follow-up with the physician's office determined that the patient's medication was adjusted following device interrogation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.